Manufacturer narrative:
The 3-spike disposable set involved in the incident was not available to be returned to belmont for investigation. The photograph provided by the user facility appears to indicate evidence of a small leak below the heat exchanger as reported, however without investigating the set a root cause cannot be established. The manufacturing batch records for this lot were reviewed and no related anomalies were identified. All 3-spike disposable sets are 100% leak tested and 100% visually inspected prior to release from belmont medical technologies. A review of past complaints indicates no other reports related to this lot number. It was reported that the user facility completed the procedure without harm to the patient. We will continue to monitor and trend similar reports of this nature and take further action if required. Should additional information become available, a supplemental report will be provided.

Event description:
Belmont's sales representative received a report from the perfusionist at the user facility involving a 3-spike disposable set and reported the following: "received call from specialtycare perfusionist at (B)(6) that during a surgery the fms2000 was leaking. She stated that she infused 40 liters at 500/ml per second. When finished, noticed that the disposable was leaking at tubing just below heating coil. She continued to use and finished the procedure without harm to the patient."